Event description:
Additional information was received from the patient. They reported that their hcp did not think that the device should be removed. No further action will be taken.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va2144b implanted: (B)(6) 2019 product type lead. Product ID neu_la bel_acc serial# unknown product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). For fecal incontinence. The reason for call was patient states, the lead has broken loose from the attachments and has shifted. Tried having pt clarify this statement, but pt states, they aren't sure, but they suppose the wire had come loose. Patient states, they can feel the ins and it seems to be moving downward. Pt states, they don't want it to get to the point where they would have to sit on it. Patient states, they realized someone wasn't right more than a year ago. Pt states, they have been discussing have the device removed with the primary hcp and wanted to know if the procedure seemed as simple as the doctor states. Pt states, they have not spoken to their implanting doctor since they put it in. Troubleshooting was not required. The issue was not resolved, as troubleshooting is not needed. The patient was redirected to their implanting hcp to further address the issue. Reviewed MRI considerations with a partially implanted system. Pt called, to discuss implanted system issue. On the call pt mentioned, that the manuals were very confusing to them. Pt states, this has been the case since the beginning. Pt services is documenting reported event. No further action was taken.

Manufacturer narrative:
Other medical products in use, during the event include: brand name: interstim, product ID: 3889-28, (lot#: va2144b), product type: 0200-lead, implant date: (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.